Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was unable to load a new cartridge at the time due to unavailability and declined further follow-up.